Event description:
Related manufacturer reference number: 1627487-2019-09975, related manufacturer reference number: 1627487-2019-09976. It was reported patient¿s drg system never provided adequate therapy since being implanted. Reprogramming was attempted unsuccessfully. As a result, the drg system was explanted on (B)(6) 2019.